Event description:
Found during testing. According to the reporter, the device's voice prompts could not be heard. There was no patient use associated with the reported device.

Manufacturer narrative:
Physio-control evaluated the device, and observed that the voice prompts were barely audible. Physio replaced the speaker assembly, and then observed proper operation through functional and performance testing. The device was returned to the customer for use.